Event description:
The stent was deployed with good results. Later that day the heparin was stopped and the sheath pulled. Approximately one hour later, pt has rv infarct with stent closure. An rv assist device was placed.